Event description:
It was reported to nova biomedical, that a consumer received blood glucose readings of 180 mg/dl, 159 mg/dl and 213 mg/dl on her blood glucose meter and another reading of 64 mg/dl on another brand of meter within a ten minute time period. The difference in these readings was considered to be clinically significant. No decision to treat were made on the alleged faulty meter. A replacement meter was sent and the meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.